Event description:
The customer reported that during an attempt to defibillate a pt, the unit unexpectedly shut down.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.